Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. A piece of plastic was found in the distal end of the channel. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. This was repeated multiple times with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw has slightly bent jaw legs. Although the remaining clips were all able to fire properly, the broken ratchet ears and bent jaw legs could prevent the clips from properly loading into the jaws. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not taking off from jaws" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and close. However, the device was found to have broken internal ratchet ears and the bottom jaw had bent jaw legs which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely these types of damages were present at the time of manufacturing. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears and the bent jaw legs could both cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that clips did not take off from the jaws when litigating the vessel. The physician inserted forceps from a diferent port and took the clip off from the jaws. There was no vessel damage reported.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1600581 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips did not take off from the jaws when litigating the vessel. The physician inserted forceps from a different port and took the clip off from the jaws. There was no vessel damage reported.